Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint was received with return of device. Failure event observed during analysis. Final analysis found that a partial lead was returned. Analysis found insulation degradation at 4.5 cm from the connector pin. (B)(4).